Manufacturer narrative:
The insulin pump had intermittent button response due to flattened esc and act buttons dome switch. No audio and or beep anomaly during testing. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated that her insulin pump was making a beeping noise. The customer stated that this beeping had occurred before as well. The customer also mentioned that his keypad and buttons were not working. The customer's blood glucose was 282 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading up to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.